Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one 65 year old male patient diagnosed with pleuropneumonia and myopericarditis treated with ramipril and bisoprolo. The patient has been tested several times historically and every troponin result is elevated and considered positive. The cardiologist is inquiring on possible drug interference or pathology. The patient's MRI shows no evidence of active myopericarditis or a sequala. The heart ultrasound and EKG were normal. The patient underwent a coronary angiography which was normal due to the (B)(6) 2023 alinity troponin result. There was no patient harm due to the procedure. The following data was provided: current result sid (B)(6) (B)(6) 2023 = 135.5 pg/ml. Historical results from 2023: (B)(6) = 140.3. (B)(6) = 142.2. (B)(6) = 168.4. (B)(6) = 178.1. (B)(6) = 208.1. (B)(6) = 246.3. (B)(6) = 304.6. (B)(6) = 386.1. (B)(6) = 82. (B)(6) = 83. (B)(6) = 90.6. (B)(6) = 106.1. (B)(6) = 106.7. (B)(6) = 115.8. Decision threshold = 10 pg/ml. Troponin t results on the roche platform were found to be between 13 and 17 ng/l. Normal result <14. No impact to patient management was reported.

Manufacturer narrative:
The complaint evaluation for alinity I stat high sensitive troponin-I, lot 54619ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history, field data, and in house testing. Return testing was not completed as returns were not available. A review of 12 months of complaint data did not identify any trends or any non-statistical trends or any atypical complaint activity associated with this described issue. The evaluation of complaint data for the product and likely cause alinity I stat high sensitive troponin-I, lot 54619ud00 identified as expected activity. A review of ticket trending was performed and did not identify any trends. The overall performance of alinity I stat high sensitive troponin-I was reviewed using field data from customers worldwide. Review shows that the median patient results for the lot number 54619ud00 is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. In-house testing consisted of accuracy testing using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that lot 54619ud00 is performing acceptably. A device history record review was performed on reagent lot 54619ud00, which did not identify any issues. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling was also performed and concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 54619ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is (B)(6).

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one 65 year old male patient diagnosed with pleuropneumonia and myopericarditis treated with ramipril and bisoprolo. The patient has been tested several times historically and every troponin result is elevated and considered positive. The cardiologist is inquiring on possible drug interference or pathology. The patient's MRI shows no evidence of active myopericarditis or a sequala. The heart ultrasound and EKG were normal. The patient underwent a coronary angiography which was normal due to the on (B)(6) 2023 alinity troponin result. There was no patient harm due to the procedure. The following data was provided: current result sid (B)(6) , (B)(6) 2023 = 135.5 pg/ml. Historical results from 2023: on (B)(6) 2023 = 140.3 on (B)(6) = 142.2 on (B)(6) = 168.4 on (B)(6) = 178.1 on (B)(6) 208.1 on (B)(6) 246.3 on (B)(6) = 304.6 on (B)(6) = 386.1 on (B)(6) = 82 on (B)(6) = 83 on (B)(6) = 90.6 on (B)(6) = 106.1 on (B)(6) = 106.7 on (B)(6) = 115.8 decision threshold = 10 pg/ml troponin t results on the roche platform were found to be between 13 and 17 ng/l. Normal result <14. No impact to patient management was reported.